Event description:
Additional information was received that stenosis was due to intimal hyperplasia caused braid collapse. Intra-stent stenosis was asymptomatic. Cavernous segment in distal segment of the pipeline, less than 50%. Additional medication was prescribed, 4 months more double antiaggregation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a pipeline braid collapsed. No other information was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Event date 2018-02-02.

Event description:
Additional information received that the braid collapsed on (B)(6) 2018. The vessel where the deficiency occurred was the internal carotid artery c6. The patient's last known mrs score was 0 at 1 year follow up on 2018-09-14. It was reported stenosis due to intimal hyperplasia occurred, but it was also reported no patient symptoms or further complications were reported as a result of this event. There are no images of the device available. The pipeline was reported to fully open. The patient was undergoing surgery for treatment of a saccular aneurysm with an aneurysm dome height of 5 mm, dome width of 5 mm, a maximum diameter of 5 mm, and a 5 mm neck diameter. The parent artery diameter distal to the aneurysm was 4.5 mm and proximal to the aneurysm was 3.6 mm. Post implant showed no stasis at the end of the procedure. Complete neck coverage was present at the end of the procedure. Raymond and roy was class 3 post procedure. The study device was successfully implanted in the patient. Wall apposition was achieved. The side branches (ophthalmic artery and posterior communicating artery) were covered by the pipeline device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.